Event description:
It was reported that after the afib ablation procedure, there was a perforation in the right ventricle. A pericardial effusion was confirmed by ice. A pericardiocentesis was performed and the patient was taken to surgery. The physician's opinion regarding the causality of the event was moving the thermocool catheter into the rv for post-procedure testing. The event required hospitalization and the status of the patient is unknown.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4); stockert, model# m-5463-01, serial # unknown; coolflow pump, model# m-5491-02, serial # unknown; lasso, model# unknown, lot # unknown; soundstar, model# unknown, lot # unknown. (B)(4).